Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a button error alarm, battery out limit alarm, and failed battery test alarm. Customer also reported moisture present in the insulin pump's screen. The customer's blood glucose was 320 mg/dl at the time of the call. Customer stated they were unable to clear the alarms because the keypad was unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery or battery out limit alarms noted. No button error alarms noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No numbers ramping up or scroll bar moving with no input noted. No moisture damage was noted on screen or electronic assembly.